Event description:
Received many electro shocks, can't remember exactly how many, had many adverse effects after treatment including visual difficulties, short term memory loss, panic attacks, insomnia, shakes, violent twitches, restless limb.